Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd883967, gd884437 and gd883512 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis with culture positive for pseudomonas in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the nurse. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized for peritonitis on (B)(6) 2011. Treatment was not reported. The patient was recovering from the peritonitis. On an unreported date, dianeal therapy was withdrawn. The nurse stated the peritonitis was not related to dianeal therapy.